Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of the cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, the egm showed intermittent right ventricular (rv) lead oversensing post atrial sense (as) beats. Ts provided programming recommendations. At this time, the crt-d and rv lead remain in service. No adverse patient effects were reported.